Manufacturer narrative:
The evaluation results of apparent trend for suspected catheter lot has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material ID and function were consistent with 510k and company specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit of the MFR which was conducted from 8/24/98 through 9/15/98. No further details are available. The MFR is now closing the file on this event. The filing of this 02 follow-up report will also serve to close the following MDR#'s listed of the same nature: MDR#1219454-1997-00249, 00299, 00314, 00237; MDR#1220923-1997-0007, 00015, 00016, 00017, 00025, 00031, 00032, 00033, 00034, 00041, 00044; MDR#1220923-1998-00014, 00024, 00029, 00038, 000045, 00050, 00071.

Event description:
On 10/29/97, the facility pathologist informed the MFR's (MFR) representative that a surgeon removed the proximal portion of the device catheter from the pt; however, to the pathologist knowledge at the time of this report, the distal portion remained implanted and the status of the pt was not known. The pt was sent to another facility for possible removal of the remaining segment of device catheter. The surgeon removed the proximal end of the device catheter due to the device catheter being torn. The device/catheter is scheduled to be returned to the MFR for analysis. No further details were provided at this time.